Event description:
It was reported by the medical professional that the patient's mother was asking why the battery was running out so quickly. The patient was referred for vns replacement surgery due to the intensified follow-up indicator, or ifi, status indicator. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The tablet data for the generator was received and reviewed by the manufacturer. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns generator replacement surgery. It was stated that the facility would discard the explanted generator.